Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sub trochanteric femur fracture with surgery on (B)(6) 2017. Gamma nail long with a cerclage. Initial full load (about 100 kg) in a geri patient. Post op was unremarkable. Good wound healing, good mob. On (B)(6) presentation without trauma with immob. Pain in the hip. During control of the x-rays breakage of the nail was noticed. The nail was surgically changed on (B)(6) 2018. Intra op neg. Mibi. Update: upon receipt of the device[s] one broken locking screw [lot code k0651c1] could be identified as well.

Event description:
Sub trochanteric femur fracture with surgery on (B)(6) 2017. Gamma nail long with a cerclage. Initial full load (about 100 kg) in a geri patient. Post op was unremarkable. Good wound healing, good mob. On 24.02 presentation without trauma with immob. Pain in the hip. During controll of the x-rays breakage of the nail was noticed. The nail was surgically changed on 27.02.2018. Intra op neg. Mibi. Update: upon receipt of the device[s] one broken locking screw [lot code k0651c1] could be identified as well.

Manufacturer narrative:
Deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant undamaged areas. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. The received nail was completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces the nail broke initially in a fatigue manner after an implantation period of 3 months. Massive mechanical damage (significant drill marks) at the lateral edge as well as scuffed off coating inside the proximal drill hole of the posterior web - had been caused by the contact with a deviated step drill. Such damage may cause additional notch effects. In this case the drill marks had initially reached into the level of the incipient crack in the posterior web, creating the starting point of the nail breakage. Significant bearing points at the inferior edge of the proximal drill hole at medial as well as at the superior edge at lateral were found - transmitted by the lag screw. The appearance identified a high axial load application to the implants. Axial load may have contributed to the progress of the incipient crack at lateral. Load application had further contributed to seizing on the lag screw. Significant material deformation (bearing points) of the medial edge of the proximal drill hole and in material deformation in the distal drill hole [round hole] was most likely caused by increased axial loading during the implantation period; which is considered as patient behaviour related. Another prerequisite for a successful supply is undisturbed, normal bone healing. Regarding technical aspects in this case the nail and locking screw broke in fatigue manner after an implantation period of approx. 3 months. During this period the implant had to absorb / transfer the whole loading because not relieved by increasing bone healing. Implant breakage may occur when the material is subjected to repeated loading and unloading resulting fatigue of material. If the loads are above a certain threshold (microscopic) cracks will begin to form on the surface. Intra-operative material damage at the lateral edge of the proximal drill hole most likely contributed to the origination of an incipient crack. Omitting pre-drilling for the placement of the k-wire may have contributed to deflection of the stepdrill (due to bone contour) during preparation for the canal for the lag screw. Intra-operative implant damage and postoperative loads are listed as adverse effects in the IFU. Evaluation revealed that the present breakage(s) of the nail and one of both locking screws was most likely caused by intra-operative material damage contributed by significant axial load application.